Event description:
After receiving a needleless sling implant, the patient experienced erosion of the vaginal mucosa. Partial explantation was performed successfully to remove the part of the mesh that had extruded into the vaginal mucosa with no further consequences (for example there was no infection or additional damage to the patient). Patient outcome was satisfactory.